Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient's alaris pump suddenly shut off. Screen became red with a loud alarm. Screen reading "system failure" and instructed to replace immediately. Equipment removed from service. Patient had insulin gastrointestinal tube and IV fluids infusing. No patient harm.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient's alaris pump suddenly shut off. Screen became red with a loud alarm. Screen reading "system failure" and instructed to replace immediately. Equipment removed from service. Patient had insulin gastrointestinal tube and IV fluids infusing. No patient harm.¿